Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and it was reported that the patient complained at the (B)(6) 2016 appointment that he felt the pain pump medication wasn¿t working. The doctor explained that he was not at a therapeutic dose yet and they had to slowly increase the pump to get to a therapeutic dose. The patient was offered removal or an increase at that visit and he wanted an increase. The troubleshooting performed related the patient¿s statement that the pump wasn¿t working and the patient not getting pain relief since implant was that the pump was slowly increased, but they never made it to a therapeutic level. Per the hcp, the pump was working. The patient had not complained to them about the put sticking out. With regards to cause related to the patient¿s statement that the pump wasn¿t working and the patient not getting pain relief since implant, it was noted that the pump was place appropriately and the patient was not at a therapeutic level. Per the hcp, the pump was removed.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient had not felt a change in pain since implant; the pump was not working for him. Per the patient, he told his doctor that he would like the pump explanted because it was not working and the doctor ¿kicked him out of the office¿. The patient was still being provided oral medication, but it was being cut down. He only had one methadone prescription left to pick up on (B)(6) 2017. The pump medication was removed from the pump and saline was put in the pump to last two years. Per the patient, the doctor refused to remove the pump as the patient did not have the money to pay the office copay. The pump was sticking out an inch and a half and the patient would bump it on things. There were ¿two big dents or points on the top¿ and the pump area did not look right. It was raw on the skin over the pump. It looked like a tuna can sticking out of his body. The patient was at a store once and he was accused of stealing an item because the pump stuck out. It was also reported that the patient had fallen and cracked his shoulder and went to the ER (emergency room) and the ER staff said the pump did not look right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.